Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency medical service on (B)(6) 2021. Customer had low blood glucose level. Blood glucose at the time of event was 24 mg/dl. The customer current blood glucose was 327 mg/dl. Customer was treated with glucose low blood glucose. Customer was ok for troubleshooting. Customer did not use auto mode feature at the time of low blood glucose event. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.